Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2021 with signs of infection. The implantable cardioverter defibrillator (ICD) was explanted on (B)(6) 2021 as there was device infection. There were no adverse consequences to the patient.